Manufacturer narrative:
No button error alarms were noted. The pump had an intermittent act button due to corroded keypad traces. The pump also had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, a cracked reservoir tube, and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 118 mg/dl. The insulin pump was being worn in the customer's bra and reportedly exposed to a lot of moisture. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.